Event description:
It was reported that the patient required explantation of the intraocular lens due to the haptic breaking. The iol was removed approximately two (2) weeks after implant. No patient injuries or complications were reported. It was stated that another lens was implanted successfully.

Manufacturer narrative:
(B)(6). (B)(4) - explanted lens, (B)(4) - haptic breaking from intraocular lens. The intraocular lens (iol) was received at our quality assurance laboratory. Upon visual inspection, the lens case and iol were received with one (1) broken haptic. In addition the lens was received cut in half and appeared to have evidence of viscoelastic (ovd) which is consistent with a lens that has been removed from the patient's eye. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.